Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal misfired. After a f/u conversation, it was reported that most likely there was an error in seal loading. A replacement unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was faulty phm (pumphead module). The phm has been replaced. Additional: a service history review revealed that this device was previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). A trend review has been performed and there have been similar reports made to baxter. Baxter will continue to monitor similar trends.

Event description:
During a review of the event history of another report for a colleague infusion pump, it was discovered that failure code 812:04 occurred one time during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.the user interface module software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.